Event description:
Reporter stated that a nurse's assistant was accidentally stuck with the device's lancet. Reporter did not know if the correct lancet type was being used in the device. Reporter indicated that the nurse's assistant was being treated in accordance with the facility's accidental needlestick policy. No product is being returned to the MFR for eval.